Manufacturer narrative:
The reason for reoperation is: rupture.

Event description:
Initial physician reported no complaint against the device. Current physician reported rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "rupture, silicone granulomas under their armpit," and "concerns about alcl due to silicone granuloma's." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture, "granuloma's under armpit are painful, they have silicone granulomas under their armpit," and "concerns about alcl due to silicone granuloma's." Device remains implanted.